Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to an undesirable outcome. The surgeon reported the preoperative measurements were correct. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on 07/03/2012 and 07/17/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).